Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-38 - three peg patella 38mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain on left knee with stiffness after a long drive and long standing. This was sudden onset. As a result, approximately 8 years after initial replacement, the patient was prescribed tab naproxen by general practitioner and feels a lot better now. Patient is awaiting rheumatologist's appointment no further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conslusions and h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The reason for the clinical symptom of pain and stiffness reported cannot be conclusively determined; however, it may be due to patient factors, component positioning, arthrofibrosis, infection and/or implant selection. The event cannot be confirmed as the devices remain implanted, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.